Event description:
Product manufacturer reference number: 1627487-2019-10340. It was reported that the patient's stimulation decreases by itself and the patient is not receiving adequate therapy. Re-programming was attempted without success. X-rays were taken and found that the lead has migrated as well as a suspected but not confirmed fracture. As a result, the system was explanted and replaced on (B)(6) 2019. The ipg looked to have damage to the header. The patient has effective therapy post operatively.